Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os). The patient reported had lost vision due to the development of a cataract. The icl remains implanted. The facility reported it was a mild anterior subcapsular cataract. The date of the last visit was (B)(6) 2013 and the cataract had not progressed. The patients post-op va was 20/20-. The patient is doing well, the cataract is stable and the patient is content with 20/20- va.

Manufacturer narrative:
Method: medical review. Results: per medical review - the patient reported decrease in visual acuity, due to a cataract development, following icl implantation in 2009. According to the dcr, dated on (B)(6) 2014, the type of cataract was mild anterior subcapsular and stable. No intervention was planned or performed. Icl remains implanted and the patient was doing well (va was 20/20-). It should be noted that literature reports that approximately 6-7% of patients develop anterior subcapsular opacities following icl implantation but only 1-2 % progress to clinically significant cataract, especially in high myopes and older patients. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Work order search. Results : a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).